Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 to treat chronic severe debilitating right mesh inguinodynia during which the surgeon noted a dense scarring process involving the fascia. After much discussion and takedown of mesh adhesions, the mesh was removed. It was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, extreme weight loss and nerve damage. No additional information was provided.